Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The power converter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The power converted was returned for analysis. Functional testing determined that the power converter was malfunctioning causing the reported event. Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system is booting but the generator is not booting to be ready. The local representative (rep) looked at the logs and could not quiet determine the root cause. This occurred outside of a case with no patient present.